Event description:
A (B)(6) with aortic coarctation, dic seizure disorder requiring IV therapy. After the pt returned from a procedure, the rn attempted to flush the line. Leaking of ivf from dressing site noted. Rn took IV site dressing off and noticed that PICC line had a hole in the line. PICC line dc'd. No pt harm.